Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03709. It was reported the patient was not receiving stimulation in her pain pattern. X-rays confirmed the scs lead had migrated due to the scs anchor coming loose from the patient's spinous process. Subsequently, on (B)(6) 2013 the lead was repositioned back to its original placement and the scs anchor was sewn down. The patient was receiving effective stimulation post operatively. It was reported on (B)(6) 2013 the patient's scs lead had migrated again. Subsequently, the physician repositioned the lead and added an additional model 3186 lead. The patient receiving effective stimulation post operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.